Event description:
It was reported that patient underwent total knee arthroplasty in 2003. Subsequently, locking bar backed out and revision procedure replacing tibial bearing and locking bar was performed in 2007, no further details have been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility information is available. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed on march 25, 2008.